Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process the rubber o-ring became detach from the cartridge. There was no reported impact to the customers blood glucose level. The customer stated that the bottom hole of the cartridge appeared slightly more hollow when compared to another cartridges. The customer was able to load a cartridge and resume insulin delivery.